Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter contamination in and outside the packaging of a clearlink solution administration set. This issue was described as, "solution administration equipment completely dirty in its packaging both inside and out". There was no patient involvement. No additional information is available.